Event description:
During an laparoscopic assisted vaginal hysterectomy, the stapler did not form a consistent staple line. It was also noted that the stapler only stapled and did not cut the tissue. There was no pt consequence.